Event description:
It was reported that a unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle is blocked. Verbatim: ¿ needle blocked notes: date sanofi received complaint: (B)(6).2020. Date sanofi received the sample: (B)(6).2021. Pir: 100093338."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on:(B)(6) 2021 h.6. Investigation: customer returned a single pen needle with no cap for identification. The needle was otherwise fully intact with no immediately evident signs of damage or use. The pen needle was attached to a test pen. The pen was primed to pass a saline solution through the pen needle. Depressing the pen resulted in the saline solution passing through the pen needle as intended. No observed defects. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle is blocked. Verbatim: needle blocked. Notes: date sanofi received complaint: 31.12.2020. Date sanofi received the sample: 25.01.2021. Pir: 100093338."